Event description:
During a diagnostic procedure, upon removing the guidewire from the catheter, a small wire was protruding from the side of the "j" tip. When the physician attempted to recreate the event with the guidewire after the procedure, the wire retracted back into the guidewire body. There was no pt injury.